Manufacturer narrative:
The devices and x-rays associated with this report were not returned. A search of the complaint database found no additional reports for the femoral part and lot number combination; one additional report for the cement part and lot number combination. (B)(4) reviewed the device history records for the cement lot and found the final micro and sterility tests passed. The retained samples could be not be tested on this product as it has been identified as being approximately 5 years old and the retained samples have expired retention in accordance with the depuy retained sample procedure scp-qc01. Requests for additional investigational inputs were made in accordance with wi-7915 appendix d. Territory office communicated no additional information is available. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Patient was revised to address pain. Loosening of the femoral component at the cement/bone interface was found. Depuy cement was used at the time of original implantation.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.